Event description:
It was reported that the patient started feeling chest pain after a dual chamber pacemaker implantation procedure on (B)(6) 2018. Echocardiography revealed perforation with some pericardial effusion. Patient was monitored and brought in for a second procedure on (B)(6) 2018 and the right atrial (ra) lead with active fixation was suspected to be the root cause. The ra lead was extracted and replaced with a passive lead. Right ventricular lead was also repositioned as a precaution. The physician was not sure if the perforation was caused by the lead or the procedure itself. Patient was stable.